Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up information received on 07-apr-2015. The required number of follow-up attempts has been completed, with no response to date. Case closed. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who was involved in a reimbursement or compensation activity, study number: (B)(4) and had essure inserted into right tube successfully. The physician attempted to insert essure in left tube and device would not open up. Then, he tried with another essure but perforated tube on left side and essure went in abdomen. This event was considered serious due to medical importance and regarded as incident (laparoscopic ligation was performed), and is listed for essure in the reference safety information. Uterine/fallopian perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage). Uterine/fallopian perforation with essure may occur, most often during insertion. In this particular case, the patient experienced perforation on left tube and essure went into abdomen during insertion. A laparoscopic ligation was performed and removed coil from abdomen. The perforation is, therefore, considered a complication of the insertion procedure. A causal relationship between essure insertion and the perforation can thus not be excluded. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. No further information could be obtained.

Event description:
This is a solicited case report received from other in united states on (B)(6) 2014 which refers to a (B)(6) female patient who was involved in a reimbursement or compensation activity, study number: (B)(6) and had essure inserted on (B)(6) 2014, lot number b94864. Additional information was received from nurse on (B)(6) 2014. It was reported that physician inserted essure into right tube successfully; he then attempted to insert essure in left tube and device would not open up. Physician tried with another essure but perforated the tube on left side and essure went into abdomen. He did laparoscopic ligation (cauterized the tubes) and removed coil from abdomen. Essure coil was still in place in right fallopian tube. No further information was provided. Ptc investigation result received on (B)(6) 2014. Ptc global number (B)(6). Final assessment: deployment difficulty is defined as a failure of the micro-insert outer coils to expand from the wound down position. Per the instructions for use (IFU), the physician must perform the following steps in order to achieve proper deployment: rollback to initial hard stop. Depress button. Perform final rollback. Under normal circumstances, when the physician completes the proper essure placement steps, the release ribbon should disengage from the platinum half band (welded onto outer coils of micro-insert). Once disengagement occurs, the outer coils should expand. If it does not, this is referred to "deployment difficulty". Several factors can contribute to a deployment difficulty event. The most likely root causes are tubal spasms which can clamp down on the distal end of the catheter and prevent the microinsert from expanding and releasing from the delivery wire, stretching of micro-insert during placement attempts which tightens the inserts grip on the delivery wire, repositioning of the catheter after the first rollback and button press are completed which can also tighten the insert's grip on the delivery wire, and potential manufacturing deficiencies. As of (B)(6) 2014, since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, the outer catheter, the inner catheter, and all parts within the handle assembly to confirm that all are within manufacturing specifications. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Conclusions: the possibility of a deployment difficulty event during the procedure is an anticipated event. According to the dfmea, the main consequence is a physician inconvenience because the procedure could need to be aborted or rescheduled. Medical assessment: this ptc was initiated due to a product issue and usability issues. No complaint sample was provided for technical investigation. The technical assessment concluded "unconfirmed quality defect". The reported adverse events are known possible undesirable event and not indicative of a quality deficit per se. Five further case reports have been received to date in relation to batch no. B94864 (production date 12-nov-2013; expiration date 30-nov-2016), but none of them refer to a similar type of adverse event. No batch signal could be identified. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. The reported usability issue will be subject to post market surveillance monitoring. Company causality comment: this medically confirmed, spontaneous case report refers to a 36- year-old female patient who was involved in a reimbursement or compensation activity, study number: (B)(6) and had essure inserted into right tube successfully. The physician attempted to insert essure in left tube and device would not open up. Then, he tried with another essure but perforated tube on left side and essure went in abdomen. This event was considered serious due to medical importance and regarded as incident (laparoscopic ligation was performed), and is listed for essure in the reference safety information. Uterine/fallopian perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage). Uterine/fallopian perforation with essure may occur, most often during insertion. In this particular case, the patient experienced perforation on left tube and essure went into abdomen during insertion. A laparoscopic ligation was performed and removed coil from abdomen. The perforation is, therefore, considered a complication of the insertion procedure. A causal relationship between essure insertion and the perforation can thus not be excluded. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. Further information (uterine perforation questionnaire) is being sought.